Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance was observed. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016. The patient¿s condition was normal throughout.